Event description:
Three 28 mm diameter x 3.75 cm length aneurx aortic cuff stent grafts were implanted in a patient for the treatment of a 2 - 3 cm section of a 23.5 - 24.5 cm diameter stenosed mid aorta. The pt did not have an abdominal aneurysm. The vessels were reported to be non tortuous and severely calcified. It was reported that a 20 mm angioplasty balloon was inflated to 4 - 6 atmospheres of pressure to dilate the stenosed area; however, the pt's aorta was dissected in the process after which the three aortic cuffs were implanted to cover the dissection. The dissection was described as spiral and went down the aortic bifurcation into the right common iliac artery. Surgical conversion was performed with removal of the stent grafts. The pt tolerated the procedure well. No additional sequelae were reported. The device was returned to medtronic and its examination revealed no issues with device integrity.